Event description:
Overdelivery reported: the pump was to be set to infuse dobutamine 500mg/250ml at 7.5mcg/kg/min. The expected hang time for the container was approx. 18 hours(specific delivery rate and pt weight were not available). A new container was hung at 1430 and was empty by 2300. A second container was hung at 2300 and was empty at 420. At that time, it was noted that the drug concentration(500mg) and the dilution volume(250ml) had been reversed when programming the device in the dose/calculation mode. This resulted in the pt receiving more dobutamine than ordered as the set concentration was more dilute than the actual concentration. It was reported that the pump had been infusing correctly until it was cleared and reprogrammed at 2100 due to an occlusion alarm. The pump was discontinued. The pt did not experience any adverse side effects. No add'l info was available.